Event description:
Event description guidant received information that the helix coil of the implantable lead became lodged in a retracted position during the implant procedure. Blood was noted within the lead lumen while trying to introduce the stylet to the lead. A few weeks after implant the lead dislodged.